Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: the surgeon saw green in the window, removed safety latch, fully squeezed handle, waited for about 10 seconds before turning 2 full turns counter clockwise to open eea. When the surgeon went to examine the anastomosis, he found two holes. It appeared that the eea cut but did not place staples. The surgeon had to take more of the sigmoid colon than was intended. The surgeon applied another eea and checked this anastomosis and no air leaked out. The case was delayed by about 45 minutes. There was no unanticipated blood loos of 250 ccs or more.

Manufacturer narrative:
(B)(4).